Manufacturer narrative:
The customer stated that the AED is having speaker issues and is prompting a service code. The review identified that the AED is functioning as designed and can stay in service. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer stated that the AED is having speaker issues and is prompting a servcie code. They reported this did not occur during patient use.